Manufacturer narrative:
The patient was taking three medications that can lower seizure threshold. Based on the information available, it can not be ruled out that tms combined with the medications may have contributed to seizures.

Event description:
Neuronetics received a call from a former tms patient that alleges she started having seizures about 5 months (march 2025) after her treatment ended in october of 2024. She stated her first episodes required hospitalization for 3 days.

Manufacturer narrative:
Supplement 01 with corrected device model number, serial number, UDI number and premarket submission number.